Event description:
It was reported that the patient presented remotely via merlin.net. Upon review of transmissions, it was noted that the insertable cardiac monitor exhibited failure to sense due to noise over-sensing and r-wave amplitude variation. No resolution was performed. Further information regarding patient condition was requested but not received.